Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified while based on the analysis, the alleged settings issue could not be verified.